Event description:
It was reported that during surgery, the image of the camera head was flashing. It was not reported if there were any delays in a surgical procedure or if a smith & nephew device was available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus functional testing could not be performed. One customer provided image confirms the product information. A second customer provided image provides an image of the screen functioning as expected. The customer provided video confirms intermittent functioning, with a flashing screen. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. There was a relationship found between the subject device and the reported incident. The complaint has been confirmed and the root cause has been associated with an electrical component failure. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include a failed sensor, electrical cable or other electrical component failure.